Event description:
Reporting status: serious injury/medical intervention/ permanent damage. Reporting rationale: dislodged stent during requiring medical intervention. Device issue: failure to advance/difficult to remove/dislodged stent. It was reported that in a failed attempt to deliver the promus stent delivery system (sds) through two existing promus stents in the right coronary artery (rca), the physician pulled it out of the pt and noticed the stent strut had lifted up. He tried to re-crimp the stent himself and attempted to deliver it again; however, it would not advance and while pulling it back, it got hung up on the proximal stent and the stent was stripped off. An attempt was made to capture the stent with a 2.0 x 8 mm and then a 2.5 x 15 mm balloon, but this was unsuccessful. A 4.0 x 28 mm promus stent was used to compress the stent against the vessel wall with no pt complications. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.